Event description:
It was reported ", the patient was inserted with iabc. The alarm showed balloon high pressure, and the angiography showed that the balloon was not inflate completely". Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 8fr rediguard intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number of the returned sample. Upon return, the one-way valve was tethered to the short driveline tubing. The supplied 40cc inflation driveline tubing was connected to the iabc short driveline tubing. The bladder was fully un-wrapped. Two kinks to the iabc central lumen were noted at approximately 28.7cm and 29.5cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned iabc. No blood was noted within the helium pathway. The customer submitted photos were reviewed. The photos show the original packaging label with the serial number and lot number information, which matches the serial number and lot number reported on the complaint report. The photo shows the original packaging carton. The photo shows the iabc in question within the original packaging carton/clear pouch. The bladder thickness was measured at six points with measurements ranging from 0.0065in-0.0074in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. Some blood exited. The iabc was connected to an iabp with the returned 40cc inflation driveline tubing. The iabc was inserted into the "t" tube and 75mmhg backpressure was applied. The iabc was pumped for a minimum of 15 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 28.6cm and 29.6cm from the iabc distal tip, which are the locations of the previously noted kinks. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "balloon was not inflate completely" is not confirmed. The returned iabc bladder was fully intact with no abnormalities noted. During the investigation, the iabc fully inflated, and no leaks were detected. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action is required at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported ", the patient was inserted with iabc. The alarm showed balloon high pressure, and the angiography showed that the balloon was not inflate completely". Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patient's current condition is reported as "fine".